Event description:
Information received from the field notes that one day after implant the patient presented with cardiac tamponade. The patient was tapped and fluid was drained from the pericardium.~~~~~